Event description:
Info received indicates the device was not used during the case. Hcp stated the size of the unit did not match the size listed on the package label; therefore the device was replaced intraoperatively with no affect to the pt.